Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During procedure the physician unsheathed the device. The scrub tech had hands on the touhy on the back of the device near the core wire looking for microbubbles. On a fluoroscopy imaging it was noted a closure device detachment from the core wire. A tug test was unable to performed, the other position, seal, size (pass) criteria were confirmed on a transesophageal echocardiography (tee). There were no patient complications.